Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The battery failure was due to a defective battery 1. The root cause of the defective battery 1 was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automatic impella controller (aic) had a battery failure, of a red alarm. A back up console was used. No patient involved.